Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
It has been reported that a patient underwent an initial hip replacement surgery. Subsequently, a revision procedure was performed due to elevated metal ion levels.

Event description:
Upon reassessment of the reported event, it was determined that this complaint is a duplicate and this event has been previously reported under 3002806535-2015-00041.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this complaint is a duplicate and this event has been previously reported under 3002806535-2015-00041.

Manufacturer narrative:
(B)(4). Explant date: if explanted, give date: (B)(6) 2014. Concomitant product(s): unknown acetabular shell. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that a patient underwent an initial hip replacement surgery. Subsequently, a revision procedure was performed due to elevated metal ion levels.